Event description:
It was reported that a patient underwent a spinal surgery at l2-s via posterior lumbar interbody fusion (plif) at l3/4 and l5/s for the initial diagnosis of disc hernia and lumbar canal stenosis (lcs). After the surgery, it was found that one of two cages implanted at l5/s had backed out. A revision surgery was performed due to neural compression caused by cage back-out. The two cages at l5/s were replaced.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.